Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending coronary srtery. Pre-dilatation was performed. A 2.25 x 38 xience sierra stent delivery system (sds) was advanced to the lesion with a non-abbott extension catheter. When the stent-balloon was pressurized, contrasts escaped from around the proximal balloon shoulder. The balloon would not inflate. A same size non-abbott sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issues and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported leak; however, the reported inflation issues appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.